Event description:
It was reported that there were many scratches on the display window of the insulin pump, as well as cracks near the reservoir window. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during occlusion test, due to protruded/loose drive support disk. The device had minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.